Event description:
It was reported that the ilet screen was cracked, and the user did not know how the damage occurred; the device was replaced via overnight shipment and the user switched to backup therapy. Symptoms included no reported blood glucose impact. Outcomes included no medical intervention or hospitalization. Investigation included a device history review, complaint history review, and user interview. Investigation of this case revealed physical damage to the display consistent with a cracked screen; no product quality trend was identified. It was concluded that the event was attributable to physical damage to the device display; device function related to glycemic control was not affected.